Event description:
The patient reportedly wore the pod on the arm for an unknown duration; duration of wear could not be determined as the reporter (spouse) was unable to provide this information while the patient remained hospitalized. On (B)(6) 2026, the patient initiated a new pod and sensor. The spouse reported sensor connectivity issues, including repeated connection and disconnection and ¿searching for sensor¿ messages. The patient subsequently discontinued sensor use and managed therapy in manual mode with entered glucose values. On(B)(6) 2026, the patient was admitted to the hospital for a planned partial nephrectomy, with blood glucose (bg) levels reported up to 362 mg/dl. Due to elevated glucose levels and lack of sensor functionality, insulin was administered via injection perioperatively. Following admission, the spouse reported persistent hyperglycemia despite manual insulin delivery, with dosing reportedly entered as directed by healthcare professionals. On (B)(6) 2026, bg was reported greater than 400 mg/dl, and the patient was diagnosed with hyperglycemia and diabetic ketoacidosis. The patient was also reported to have altered mental status (¿out of it¿). The patient was transferred to the intensive care unit and treated with intravenous insulin infusion. The spouse alleged the event was related to the pod and expressed concerns regarding potential device issues, including possible failure to deliver insulin and possible controller malfunction. Abbott was notified of the reported sensor-related issues on 07 may 2026. The patient remained hospitalized at the time of reporting; discharge date and further clinical details are unavailable as the patient continued to receive medical care. A supplemental report will be provided if additional details become available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: abbott freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.